Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the suction cylinder could not be identified. However, it¿s likely the cause is related to the breakage of the suction cylinder. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection.. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis exera iii colonvideoscope for unspecified reasons. According to the initial reporter, this issue was noted following the completion of a diagnostic colonoscopy procedure. Reportedly, no other devices were involved. There was no patient harm or impact associated with the device return. During the device evaluation, it was discovered that the subject device was insufficiently reprocessed as foreign material was found clogging the suction cylinder. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the subject device had undergone insufficient reprocessing as foreign material was found clogging the suction cylinder and compromising the suction force. There were several other forms of device wear and tear noted throughout the unit. Those include but are not limited to poor angulation, dents, and scratches. There were also several components that had been exchanged with non-olympus parts. If additional information becomes available following the device evaluation, a supplemental report will be filed.